Event description:
In 2008, the lay user/patient contacted lifescan alleging there was a cocking control issue on the ultra soft lancing device. The medical affairs specialist contacted the patient to obtain/clarify info. The patient stated that the issue happened about two years ago. He said that about a month after the lancing device broke, he felt shaky and lethargic. He said, the symptoms were typical of low blood sugar for him, and he treated the symptoms by eating. He said, it did not take long after eating to feel better. The patient reportedly tested about once per day instead of four times per day for about 3-4 months after the lancing device issue. He said, he tried testing using the lancets but stated, it was difficult to do so. He got another lancing device eventually. The patient states he used the readings for a logbook he keeps for his doctor and calls his doctor when he gets a "weird" reading. The doctor may then adjust his medication or prescribe another intervention. He also adjusts his diet based on meter readings. When he felt symptoms, he tested on his meter and obtained results in the 70-80 mg/dl range. During the troubleshooting telephone call, it was determined that the product was not new and there did not appear to be any misuse of the product. This complaint is being reported because the patient alleged he tested less after the lancing device issue, was not able to adjust his treatment after the reported issue, and allegedly experienced symptoms indicative of hypoglycemia after the reported issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.